Manufacturer narrative:
Evaluation results: one cadd solis was returned for investigation. The air detector was determined to be working as expected. The customer reported product problem could not be confirmed. No issues were found with the device.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that during use of this smiths medical cadd solis hpca pump, the pump did not alarm after air in line and medication bag empty. It was reported that when the medication bag empty's, the pump indicated 30 minutes left. Subsequently, the pump was removed from patient, and the on-call anesthetist was made aware of the incident. No injury to patient reported. No adverse effects reported.